Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower cubie failed to open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed to open. A technical support specialist tried to get cubie open, but cubie would not. The customer was informed to remove the cubie and replace it. It was found that drawer 10-03 was not actually loaded into the drawer physically, and drawer 10-12 was found to have a quantity of 24 for depakote dr 250 mg. The technical support specialist advised the user to speak to pharmacy to send a destock label for 10-03 to deassign it from the system. A cycle count puts the quantity to 0 for drawer 10-03 so the user could remove only from 10-12. The system functioned as intended after the technical support investigated the issue.